Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer looked at the tip of the catheter for insertion after opening the product package and found that the area was slightly damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-feb-2023. H6: investigation summary: our quality engineer inspected the 1 sample and 1 photo submitted for evaluation. The defect of catheter tip integrity was observed. Analysis of the sample and photo showed that the tip of the catheter was damaged. During the manufacturing process there are automated vision systems that monitor products during production and automatically reject samples it registers as nonconforming. The sample returned was run through the vision system to see if it would be rejected properly and it was. Since the sample was properly rejected and the sample was returned in a used state, bd was unable to establish a root cause for the defect observed. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in the catheter tip was damaged. There was no report of patient impact. The following information was provided by the initial reporter: the customer looked at the tip of the catheter for insertion after opening the product package and found that the area was slightly damaged.